Event description:
A pt was undergoing a procedure to replace the catheter. After the procedure was completed, the technician tried to move the pt from the fluoroscopy table to the stretcher when the table suddenly dropped. The pt bounced on the table and later reported a headache and slight backache as a result of the event.